Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients heart rate was "in the 30s" and "suspected failure" of the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.